Event description:
Additional information received indicating a loss of pacing and sensing were noted on the right atrial (ra) lead during a separate follow up. X-ray imaging was conducted and revealed that the ra lead dislodged again. The physician elected to reprogram the device to resolve the event. The patient was stable with no consequences.

Event description:
Further review of the event indicates failure to pace was not observed; instead, a loss of capture was observed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, loss of pacing and sensing were noted on the right atrial (ra) lead. X-ray imaging was conducted which confirmed ra lead dislodgement. The ra lead was repositioned to resolve the event. The patient was stable with no consequences.